Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
With almost every discard the string would break [device breakage]. Tampon plastic was raised and had to use new one then all of the tampons were that way [device physical property issue]. Case narrative: consumer reported via email that with almost every discard the string would break. No injury was reported.